Manufacturer narrative:
The product is available for evaluation; however, as of yet the product has not been returned. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the balloon of the 2.00 x 10mm fire star balloon catheter was smaller than the size mentioned on the box of the product. Additional info received indicated that the problem was identified when doctor was predilating a lesion during the procedure, and the physician felt that the balloon size was smaller than that mentioned on the box. The size of the balloon when measured by scale from the one balloon marker to another was 7 mm instead of 10mm. The label on the device's hub aligned with the label on the box. The intended procedure was angioplasty and was completed by deploying a stent. There was no report of injury to the pt.